Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s staphylococcus peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. The cause of the patient¿s peritonitis cannot be determined with the information available. Peritonitis is a well-known potential complication in esrd patients on peritoneal dialysis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance for a patient line is blocked alarm and during the call the patient reported peritonitis. The patient also reported fibrin clogging the catheter. Upon follow up, the pdrn stated that the patient was admitted to the hospital, however, has since been discharged and is fully recovered. Pdrn stated that the patient did have a culture taken which was positive for peritonitis. The organism was coagulase-negative staphylococci. Pdrn stated that the patient was prescribed antibiotics, but the type, route, dose, and duration were unknown as the patient was treated in the hospital. Pdrn was unsure of the cause of the peritonitis event as the patient does practice aseptic technique and has not reported any fluid leaks. The patient¿s discharge summary and medical records for the event were requested. Pdrn was unsure if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. There are no samples available to be returned to the manufacturer for physical evaluation.